Event description:
It was reported when using the bd pyxis medstation system drawer jammed. The customer reported that this malfunction occurred when user trying to issue medication to patient and caused a delay in patient care since the drawer was unable to open. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was unable to open. The field service engineer replaced the solenoid spring on main half height 3.1 drawer and replaced power cable to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.